Event description:
It was reported the avs-tl straight inserter tip would not contract to allow cage to be locked down onto inserter.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of the jamming of an avs tl spacer mis inserter straight was confirmed via sales rep. The device was not returned for evaluation. Manufacturing records were reviewed and no anomalies were identified. Previous similar investigations identified a few causes contributing to the jamming including lack of lubrication, handling, and/or improper assembly. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported the avs-tl straight inserter tip would not contract to allow cage to be locked down onto inserter.